Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The recommended sheath size as per dfu for this 2cm pcb 6.00mm x 2.0cm x 50cm device is a 6fr introducer sheath. The returned device was received together with two sets of customers introducer sheaths. One of the customers sheaths were torn along its entire length and the other sheath was torn 15mm on the distal end. As both of the returned customers sheath were torn the investigator choose a new 6fr introducer sheath for investigation purposes. On analysis, the investigator applied a vacuum and successfully advanced the device through a 6fr boston scientific introducer sheath and successfully withdrew the device without any resistance or issues noted. No issues were noted that could have contributed to the complaint incident. The balloon was unfolded which indicates it had been subjected to positive pressure. One of the blades was noted to be missing from the balloon, it was noted that the pad was fully intact. The 19mm long cutting blade was found in one of the returned customer sheaths. The other blades were present and fully bonded to the surface of the balloon. No issues were noted that may have potentially contributed to the complaint incident. No issue was observed with the tip or markerbands of the device. A visual and tactile examination found no damage along the shaft of the device. No other issues were identified during the product analysis.

Event description:
It was reported that there was a blade separation. The 90% stenosed target lesion was located in the mildly calcified forearm cephalic vein. A 6.00mm/ 2.0cm/ 50cm peripheral cutting balloon was selected for use. During the procedure, the stenosis area of forearm cephalic vein was dilated at 8atm. The balloon catheter was repositioned twice. The physician then attempted to pull the balloon inside the non bsc 6fr sheath; however, some resistance was felt. The balloon was pulled out as it was and additional dilation was performed using a 6mm4cm non bsc balloon. Subsequently, when the sheath was removed and was checked, it was torn and the pcb blade adhered on the torn portion of the sheath. The procedure was completed with the original device. There were no complications and the patient was stable post procedure.

Event description:
It was reported that there was a blade separation. The 90% stenosed target lesion was located in the mildly calcified forearm cephalic vein. A 6.00mm/ 2.0cm/ 50cm peripheral cutting balloon was selected for use. During the procedure, the stenosis area of forearm cephalic vein was dilated at 8atm. The balloon catheter was repositioned twice. The physician then attempted to pull the balloon inside the non bsc 6fr sheath; however, some resistance was felt. The balloon was pulled out as it was and additional dilation was performed using a 6mm4cm non bsc balloon. Subsequently, when the sheath was removed and was checked, it was torn and the pcb blade adhered on the torn portion of the sheath. The procedure was completed with the original device. There were no complications and the patient was stable post procedure.